Event description:
A patient was admitted for stenting of the ica. There is no additional information available regarding the vessel characters or the patient. An angioguard device was advanced beyond the target site and was deployed without difficulty. Two precise stents, a 10 x 30mm and a 10 x 40mm, were deployed in the target site without complications. After the physician withdrew the angioguard out of the patient, he found that a part of the filter membrane had separated from the struts. There was no adverse consequences to the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.